Manufacturer narrative:
Investigation of returned guidewire revealed its core wire broken at approx. 1mm, while the coil wire was long elongated but not broken apart and the guidewire was in one unit up to the distal end. Close observation of the core wire breakage site revealed the trace that rotational manipulation was continuously and excessively applied to the guidewire. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that rotational manipulation was repeatedly and continuously given to the guidewire for bail out after its tip was trapped in the calcified cto lesion, so that the rotational force was accumulate to the core wire, in addition the pull back manipulation was made, which resulted with the breakage of core wire. Coil was stretched and elongated along with removal, but not broken apart, the guidewire was successfully retrieved in one unit without separation. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, [?] When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction.

Event description:
Reportedly, during the use of subject guidewire to heavily calcified cto lesion at sfa, tip of the guidewire got stuck. When the guidewire was removed, it was found that the coil wire was elongated but the guidewire was in one unit without separation. There was no impact or injury to the patient and the patient was discharged (B)(6) as scheduled.

Manufacturer narrative:
(B)(4).